Event description:
Customer reported she has been experiencing high blood glucose. Customer stated that it is because she is on a crazy schedule and she is trying to get on a meal schedule the diabetes clinical manager wants her to be on but she is still adjusting to the routine. Blood glucose value was between the 300 and 400 mg/dl range. Also some adjustments to her insulin regiment were made. Now her readings are between 200 and 250 mg/dl. Most recent value is 256 mg/dl. Customer stated that her insulin pump is working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.